Event description:
It was reported that a patient underwent a bkp. During the procedure, the ibt could not be inserted through the cannula. An attempt was made during the procedure to insert both balloons (from the kit) down the cannula and neither could successfully be inserted. Post-operatively, the physician also inserted the trocar down the cannula and found it difficult for the drill to go through the distal end of the cannula as well. Although the item was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Product analysis information: during visual analysis, no problem and no defect have been detected. During functional analysis, it was possible to introduce a sample ibt express 15/2 without problem in the cannula, however, the needed strength was fluctuating. The cannula was measured per the incoming inspection specifications and all the measurable results were pass. The internal diameter of the smaller part of the cannula was evaluated with a pin gage and the result was fail. The 0.109 pin gage was unable to pass through the cannula. Based on the information provided, the most probable root cause of the ibt not passing through the cannula is attributed to the internal diameter of the cannula that is not following the specifications.